Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they had another incident of tubing leaking today.

Manufacturer narrative:
One sample model 2426-0007, lot 25023006 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was observed coming from the distal y-site. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the issue was observed but unable to be replicated during the manufacturing process. The root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.